Event description:
It was reported that the bd neutraclear extencion set experienced device damage while still considered operable. The following information was provided by the initial reporter: the problem is that the orange part doesn¿t come up after you make the disconnection. This may cause a leakage of the catheter.

Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is cair. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1 and the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: an invalid lot # of 20l18-tw was provided by the initial reporter. . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated due to additional information: d.4. Medical device lot #: 20l18-tw. D.4. The reported lot# 20l18-tw was not found for the reported catalog# pb12005ncm. D.4. Medical device expiration date: unknown. D.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 02-nov-2022. H.4. Device manufacture date: unknown. H.6. Investigation summary: three pb12005ncm samples were received for investigation, additionally one packaging label from lot 20l18-tw was received. A visual inspection of the returned samples identified that in two of the returned samples, the neutraclear pistons appeared to be recessed which confirms the customer's experience. The details of this feedback were shared with the legal manufacturer of the product, cair lgl for investigation. Their analysis confirmed that the cause of the recessed pistons was due to internal needle of the neutraclears having been damaged. Previous investigations have confirmed that recessed pistons can occur due to the connection with an incompatible male luer, which resulted in damage to the internal needle of the component. A review of the production records for lot 20l18-tw did not identify any in-process testing issues or quality deviations which may have resulted in a report of this nature. Please note the directions for use (dfu) for the neutraclear valve states "neutraclear¿ valves may be incompatible with some male luer connectors, including pre-filled glass syringes. To avoid damaging neutraclear¿, which could result in delays in the administration of medications and potentially serious events, users must make sure the inner diameter of the male connectors associated with neutraclear¿ exceeds 1.5 mm"; use of a male luer with an internal diameter smaller than that specified may result in damage to the internal needle of the neutraclear; difficulty in connecting to the neutraclear valve; flow restriction; or damage to the male luer of the connecting product. A review of the customer feedback database indicates that this is a rare occurrence with this customer being the only customer to provide this type of feedback against the pb12005ncm set in the past 12 months.

Event description:
It was reported that the bd neutraclear extension set experienced device damage while still considered operable. The following information was provided by the initial reporter: the problem is that the orange part doesn¿t come up after you make the disconnection. This may cause a leakage of the catheter.